Event description:
Per md, tourniquet not insufflating properly to prevent additional bleeding. Tourniquet was placed by md, plugged in by nursing staff and inflated by anesthesiology. When problem noted, md instructed for cuff to be deflated. Cautery increased d/t additional bleeding. New tourniquet machine brought into room to be used and determine if cuff or the machine was the problem.